Manufacturer narrative:
Date sent to the FDA: 10/05/2021.

Manufacturer narrative:
Date sent to the FDA: 10/25/2021 additional information: d4, h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013. It was reported that the patient experienced severe and chronic pain/discomfort, inflammation, seroma, dense adhesions, adhesions to small intestine, bowel issues and complications. No additional information was provided.